Event description:
During the procedure, the drill bit broke and fragmented into multiple pieces. The b1 footplate was used to turn the craniotomy. During the final cut near the superior frontal aspect, the drill bit stopped cutting. When it was freed, the drill bit was found to have fractured. Two pieces were recovered, the distal most part and the part that was contained within the drill. No other piece was readily visible in the surgical field. Pieces were collected and imaging was negative for any pieces of retained foreign bodies.